Event description:
A hospital in (B)(6) reported via a distributor that the resistance of a heater wire on the expiratory limb of an rt204 adult dual heated breathing circuit was too high. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The rt204 breathing circuit is not sold in the USA but it is similar to a product which is sold in the use. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the expiratory tube of the returned rt204 adult dual heated breathing circuit was tested using a multimeter. Results: the resistance of the heater wire was found to fluctuate and was outside the allowable range due to an intermittent connection between the heater wire and the heater wire pin. A lot check revealed no other complaints of this nature for lot number 100110. Conclusion: the resistance of the heater wire was found to fluctuate due to an intermittent connection between the heater wire and the heater wire pin. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire developed the fault post production, possibly as a result of a weak crimp connection. (B)(4).